Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge displayed 60% battery life, then immediately dropped down to 0% and shut off. The customer plugged the pump in to charge, and when the pump turned back on, it displayed a battery charge of 60%. The battery charge then dropped down to 5%. The customer again charged the pump and the battery charge immediately went up to 60%. There was no impact to the customer's blood glucose level.